Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
Low output. Complaint not verified - replaced diaphragm, foot pedal & main pcb. Repair order (B)(4). Ref: leep system 1000 - 110v l1000 (B)(4).

Event description:
Low output. Complaint not verified - replaced diaphragm, foot pedal & main pcb . Repair order (B)(4). 1216677-2022-00150-1 leep system 1000 -110v l1000 e-complaint (B)(4).

Manufacturer narrative:
Investigation . Inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 01/19/2011 under wo #(B)(4) and shipped on 01/24/2011. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: there is no service record for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The main board was determined to have too high of an output and not repairable. Root cause: the complaint was not confirmed for low output. A root cause is not determinable. Pertaining to the high out on the board noted by service & repair, age as well as wear and tear are likely contributing factors, however no other information is available. Pertaining to the diaphragm: the diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and applicable on this unit. Corrective actions. The unit's main board was replaced, its' diaphragm was updated, unit was tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Pertaining to the diaphragm: coopersurgical service and repair replaced the diaphragm on the unit, tested it and returned it to the customer. Engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. No further training is required. *was the complaint confirmed? No.